Event description:
Undergoing laparoscopic gastric bypass. Misfire of laparoscopic linear stapler, leaving large hole in gastric pouch. Required conversion to open surgery. Pt had postoperative leak. Has had 3 operations and is still with anastomotic leak.